Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient presented to the ER on (B)(6) 2023 with leg weakness and inability to walk. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.